Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "no trailing coils observed on right side; may have deployed a second device". The patient's previously administered products included for an unreported indication: nuva ring. Concomitant products included calcium carbonate (tums 500 calcium), cefixime (flexeril), cimetidine (tagamet), esomeprazole, fluoxetine hydrochloride (prozac), lorazepam (ativan), morphine, omeprazole (protonix), phentermine and topiramate. In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), feeling abnormal ("brain fog") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced device dislocation (seriousness criterion medically significant), breast tenderness ("hormonal changes describe: breast tenderness"), breast pain ("breast pain"), rash papular ("rashes or skin conditions type: dry itchy patches on left arm"), gingival recession ("dental problems gums receding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced back pain ("lower back pain (right side)") and arthralgia ("knees pain"). On an unknown date, the patient experienced dyspepsia ("gastrointestinal or digestive system condition type: acute heartburn") and oesophageal disorder ("esophageal lesions"). At the time of the report, the device dislocation, breast tenderness, breast pain, vaginal haemorrhage, menorrhagia, anxiety, feeling abnormal, rash papular, gingival recession, dysmenorrhoea, dyspareunia, alopecia, dyspepsia, oesophageal disorder, back pain and arthralgia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, back pain, breast pain, breast tenderness, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gingival recession, menorrhagia, oesophageal disorder, rash papular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and medical record received: reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Event "injury" was deleted. New events - hormonal changes describe: breast tenderness/pain, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety; brain fog, rashes or skin conditions type: dry itchy patches on left arm, migration of essure device location of device: unsure, dental problems gums receding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, gastrointestinal or digestive system condition type: acute heartburn; esophageal lesions, lower back pain and device insertion difficult were added. Case is now incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.